Event description:
This ra lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2016. A form received reported that this ra lead had pulled back from its original position and had exhibited high threshold and decreased sensing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).